Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the balloons or inflator. There is 6ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation balloon and check valve. The sample failed leak testing. The sample was placed under the microscope to get a better look at the location of the leak. Upon visual analysis there is an incomplete seal between the check valve and inflation balloon. The complaint can be confirmed for air leakage issues. The cause is an incomplete seal around the check valve and inflation balloon assembly that creates a leak on the check valve. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. Review of the device history record (DHR) could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead tech. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after a successful completion of a left heart catheterization, the tech applied the band with the appropriate amount of air. After a minute or two of clearing the table, she turned around and noticed the band was deflated and the patient was bleeding from the access site. They removed the band and placed another that held the air. The procedure was a success, and the patient was stable. The estimated blood loss is less than 250cc. Additional information was received on 28jul2023: the device was a regular tr band device. A glidesheath (gs) or a glidesheath slender (gss) device was used in the access site. There was no noticeable damage to the device. The device was stored as normal.